Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pocket revision procedure due to a hematoma, pacing was lost when the right ventricular (rv) lead was disconnected from the device. Pacing inhibition occurred for approximately four seconds in the pacer dependent patient. Technical services discussed recommendations to ensure pacing would be available. To date, no adverse patient effects were reported with this clinical observation.